Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center in hamburg for evaluation. Olympus repair center inspected the device and confirmed the following; -the adhesive of the bending section rubber was worn. -there was play in angle operation. -the labeling of the body control unit was detached. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Device inspection result confirmed device defects, but microbiological testing by a third party laboratory did not detect the microbe, so omsc concluded that it is unlikely that the reported event was caused by the device defect. The instruction manual provides the operation method, reprocessing method, and storage method. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in (B)(4). Olympus repair center sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from instrument channel of the device tested positive for coagulase-nagative staphyloccocci (22 cfu/ml) at 36. In the membrane filtration method, the sample collected from instrument channel tested positive for coagulase-nagative staphyloccocci (140 cfu/10ml) at 36. The device had been reprocessed with a non-olympus automated endoscope reprocessor, bht, innova e4 cms. There was no report of infection associated with this report.